Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address: (B)(6).

Event description:
Respond study. It was reported that valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin and other anticoagulant was given. The patient did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with direct deployment of a 27 mm lotus valve. Balloon valvuloplasty was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. The patient was discharged on aspirin and heparin. Post procedure summary: in (B)(6) 2019, echocardiography performed revealed suspicion of thrombotic structure in the area of the aortic valve. On the same day, the patient was hospitalized for further evaluation. The event was medically treated. The event was considered recovered/ resolved with sequelae and was discharged on the same day.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address: (B)(6). H3: the device was not received for analysis. A review of the procedural media was performed by a bsc quality engineer. The reported event of suspicion of thrombotic structure in the area of the aortic valve cannot be confirmed by the available angiographic procedural media. The valve was successfully deployed. A mild waist was visible in the valve. No issues were noted with the positioning of the guidewire throughout the series. The valve appeared to be placed in a good position.

Event description:
Respond study: it was reported that valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin and other anticoagulant was given. The patient did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with direct deployment of a 27 mm lotus valve. Balloon valvuloplasty was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. The patient was discharged on aspirin and heparin. Post procedure summary: in june 2019, echocardiography performed revealed suspicion of thrombotic structure in the area of the aortic valve. On the same day, the patient was hospitalized for further evaluation. The event was medically treated. The event was considered recovered/ resolved with sequelae and was discharged on the same day. It was further reported that in june of 2019, the subject was hospitalized for the evaluation of aortic stenosis. The subject was noted with nyha class iii and was diagnosed with congestive heart failure. Transthoracic echocardiogram (tte) assessment revealed mean aortic pressure gradient of 34 mm hg, left ventricular ejection fraction of 65%. Trace/ trivial aortic regurgitation was noted. No thrombus was identified. It was further reported that in june of 2019, the subject presented with increased shortness of breath on exertion for the last six months. In addition, the subject complained of retrosternal pressure in the chest, which was associated with high blood pressure and felt dizzy. There was swelling noted in the legs. On the same day, the subject was hospitalized for further evaluation. Cardiac computed tomography (CT) was performed which revealed images most likely thrombotic structure in the region of the aortic valve replacement. Thrombotic structures in the region of the valve pouch could not be viewed with certainty in the echocardiography examinations. Oral anticoagulation with pradaxa was initiated. Subject was advised to come for follow-up echocardiography.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address: klink und poliklinik fur innere medizin kardiologie ernst heydemann str 6 h3: the device was not received for analysis. A review of the procedural media was performed by a bsc quality employee. The reported event of suspicion of thrombotic structure in the area of the aortic valve cannot be confirmed by the available angiographic procedural media. The valve was successfully deployed. A mild waist was visible in the valve. No issues were noted with the positioning of the guidewire throughout the series. The valve appeared to be placed in a good position. B5:it was further reported that in (B)(6) 2019, the subject was hospitalized for the evaluation of aortic stenosis. The subject was noted with nyha class iii and was diagnosed with congestive heart failure. Transthoracic echocardiogram (tte) assessment revealed mean aortic pressure gradient of 34 mm hg, left ventricular ejection fraction of 65%. Trace/ trivial aortic regurgitation was noted. No thrombus was identified.

Event description:
Respond study it was reported that valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin and other anticoagulant was given. The patient did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with direct deployment of a 27 mm lotus valve. Balloon valvuloplasty was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. The patient was discharged on aspirin and heparin. Post procedure summary: in (B)(6) 2019, echocardiography performed revealed suspicion of thrombotic structure in the area of the aortic valve. On the same day, the patient was hospitalized for further evaluation. The event was medically treated. The event was considered recovered/ resolved with sequelae and was discharged on the same day. It was further reported that in (B)(6) 2019, the subject was hospitalized for the evaluation of aortic stenosis. The subject was noted with nyha class iii and was diagnosed with congestive heart failure. Transthoracic echocardiogram (tte) assessment revealed mean aortic pressure gradient of 34 mm hg, left ventricular ejection fraction of 65%. Trace/ trivial aortic regurgitation was noted. No thrombus was identified.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address: (B)(6).

Event description:
(B)(6) study it was reported that valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin and other anticoagulant was given. The patient did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with direct deployment of a 27 mm lotus valve. Balloon valvuloplasty was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. The patient was discharged on aspirin and heparin. Post procedure summary: in (B)(6) 2019, echocardiography performed revealed suspicion of thrombotic structure in the area of the aortic valve. On the same day, the patient was hospitalized for further evaluation. The event was medically treated. The event was considered recovered/ resolved with sequelae and was discharged on the same day.